Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, while movement his 2 infusion sets broke at the quick release which caused increased high blood glucose. He had used 4 sets out of which 2 had this issue and he had to lock them often as they become unlocked, although he did not do a very physical job. He used insulin for 2 days, on day one, the blood glucose was high (600mg/dl) and he had to leave work and got ready to change it out, so he came straight home after it broke as it would not stay on body. He woke up at 3 am and found that his blood glucose was 180mg/dl and injected 1 unit, then half way to work, he observed that his blood glucose was 240 mg/dl so injected 2.2 units. He went to work 3 hours later and again found his blood glucose was 476mg /dl, so he injected 10 units. Half an hour later, his blood glucose was 546 and he had to go home and change the location. He noticed it became detached a couple times. This is the 4th set he was using now and had issues with the 1st one also. Reportedly, the location of detachment was near the quick release/site connector. The infusion was on the right hip above hip back /side and the pump was on his belt and on side of site location. The infusion was used for three days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.